Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found the helium regulator seal to be loose. To fix the issue, the fse tightened the helium tube screw to seal the leak. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Updated fields.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented with a helium leak. The helium tanks were rapidly depleting. It is unknown under what circumstances this event occurred; however, there was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. On the event site name was abbreviated due to characters exceeding maximum character limit. The complete event site name is, "honor health (B)(6) medical center".

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented with a helium leak. The helium tanks were rapidly depleting. It is unknown under what circumstances this event occurred; however, there was no adverse event reported.